Manufacturer narrative:
Product analysis: analysis found that the programmer stylus tip position on the touch screen needed calibration. Analysis also noted that the upper left and right hinges were worn and an error was found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was in need of a complete overhaul. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.